Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding"), alopecia ("hair loss") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, alopecia and mental disorder outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. The reporter commented: removal date also reported as (B)(6) 2017. Some symptoms are ongoing. Batch no b11715, expiration date 2016-03-31, manufacture date: 2013-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), alopecia ("hair loss"), genital haemorrhage ("heavy / abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, alopecia, genital haemorrhage and mental disorder outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure. The reporter commented: removal date also reported as (B)(6) 2017. Some symptoms are ongoing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: lot number (b11715) and events allergy symptoms, hair loss, heavy / abnormal bleeding, localised pain, psychological / psychiatric problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.